Event description:
It was reported that the catheter was blocked.

Manufacturer narrative:
The returned catheter showed no signs of occlusion. Water was able to flow through the catheter easily at 46.8ml/hr, 20.4 ml/hr and 5.5ml/hr. The conditions of the complaint could not be duplicated in the lab. A review of the mfg records showed no anomalies.